Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va09p7j, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported no control and she was not feeling stimulation. Therapy was on but the situation was not resolved. The patient had a fall in (B)(6) 2015 and the implantable neurostimulator site was sore at first but it was not anymore. The patient got frequent urinary tract infections, usually at least 3 every year and she was on medication but she had finished it. After increasing amplitude and troubleshooting, the patient felt stimulation in the correct area. The upper limit screen was described. The patient was going to work with each program as needed and track results if needed to follow-up with the health care professional. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. There was no further information provided about this event. If additional information is received, a follow up report will be sent.